Manufacturer narrative:
Although the actual sample was not returned for evaluation, a video of the complaint sample squealing during prime was provided. The video shows the pump repeatedly squealing. A review of the device history record revealed no anomalies. In addition, a retention sample from the same product code/lot combination as the actual sample was obtained for evaluation. Visual inspection was performed on the retention sample, during which no anomalies were found anywhere on the device. The retention sample was set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No abnormalities were detected coming from the device. The squealing sound could not be replicated. This is a known issue and is likely due to an abnormal interaction between the seal rotor and the stator surface. The complaint was confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, a very high pitched squeal could be heard from the centrifugal pump. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.